Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a gradual increase in impedance on two leads which has now stabilized. The status of the leads is unknown. No patient complications have been reported as a result of this event.